Manufacturer narrative:
(B)(4). Returned product consisted of an omega sds in two pieces with stent; as received. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination revealed a numerous kinks throughout the hypotube of the device. Microscopic examination also revealed a complete hypotube separation 23.5cm from the strain relief. There was pulled hypotube sheath material at the ends of the hypotube fracture. Microscopic examination and tactile inspection presented no damage or irregularities in the shafts of the device. Microscopic examination inspection presented no damage or irregularities to the distal tip. Microscopic examination inspection presented no damage or irregularities to the balloon material or balloon bonds. Microscopic examination inspection presented no damage or irregularities to the stent. Microscopic examination inspection presented no damage or irregularities to the markerbands. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 26-feb-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 8mm x 3.5mm, eccentric, de novo target lesion containing a lesion bend of >45 and <90 degree was located in the moderately tortuous and severely calcified proximal right coronary artery. After advancement of a non bsc guidewire and predilation of a 2.5*08mm unspecified balloon catheter, a 12x3.00 omega¿ stent was advanced to treat the lesion but failed to cross the lesion. The physician tried to advance the stent for almost 10 to 15 minutes but the physician realized that it was a tight lesion. The physician again tried but was not able to cross the lesion using the stent. The procedure was completed with a 3.00*14 non bsc stent. No patient complications were reported and patient's status was stable. However, returned device analysis revealed shaft break. This product is only ous approved but is similar to an approved us device.